Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Suspected cause was due to having a basal rate that was too high. Customer consumed carbohydrates to address bg. Customer updated their pump settings to address the event. Additionally, it was reported that the customer was hospitalized; details and nature of hospitalization were not provided. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.